Manufacturer narrative:
The complaint device is not being returned, therefore, is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint and one dissimilar complaint for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. (B)(4).

Event description:
The operating room manager reported that the tip of their expressew iii needle broke off inside the patient during a shoulder repair procedure. X-rays were done and the broken needle tip was seen in the connective tissue. The surgeon felt it would cause more damage to try to retrieve the small .2x3mm piece and that scar tissue would form around it. The procedure was extended 45 minutes. The surgeon completed the procedure with no further harm or consequence to the patient. The surgeon was satisfied with the fixation and no further surgeries are planned.